Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: weight unknown / not provided. D4: lot number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Possible implant rejection was reported due to lack of facial bone and presence of infection around the implant at tooth location #20. The implant was removed.

Event description:
Upon follow-up, the customer updated the lot number of the device.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D4: device lot number, unique device identifier (UDI) number and expiration date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacture date was updated. H10: narrative/data was updated. H3 other text : summary investigation.